Event description:
It was reported that a failure to recapture a device filter and cerebral vascular accident occurred. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. At the conclusion of the procedure during removal of the sentinel cps, the distal filter failed to be fully recaptured and was removed from the patient in an open state. The patient experienced a cerebral vascular accident. Computed tomography was performed and the patient was admitted to the interventional radiology department.

Event description:
It was reported that a failure to recapture a device filter and cerebral vascular accident occurred. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. At the conclusion of the procedure during removal of the sentinel cps, the distal filter failed to be fully recaptured and was removed from the patient in an open state. The patient experienced a cerebral vascular accident. Computed tomography was performed and the patient was admitted to the interventional radiology department. It was further reported that initially, the distal filter of the sentinel cps could be recaptured, but during retrieval of the proximal filter, the filter opened. The open distal filter was not noticed until the sentinel cps was pulled out of the introducer sheath. Upon inspection, the physician also noticed there was no debris in the distal or proximal filter. The computed tomography (CT) revealed a right middle cerebral artery ischemic clot. An unsuccessful attempt was made to evacuate the clot before the patient underwent a craniotomy. Due to swelling of the brain and the age of the patient, further intervention was not provided and the patient expired. The physician reported that the patient was a high risk case for a valve-in-valve tavr procedure and the previously implanted bioprosthetic valve was rife with thrombus.